Event description:
A non-health care professional reported that a cracking issue near the haptic optic junction was observed. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Manufacturing site updated. Manufacturer report number corrected and reported under 9612169-2022-00736. The manufacturer internal reference number is: (B)(4).